Manufacturer narrative:
The 14fr esheath plus was not returned for evaluation without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was reviewed and the following observations were observed: the sheath was present within the patient and the integrity of the sheath appears compromised as the delivery system with crimped valve (present on proximal inflation balloon) is outside of the sheath profile. The loss of integrity appears at a bend at the anatomy, approximately at the aortic bifurcation. Post-procedure shows that the sheath and the crimped valve appears on the working length of the inflation balloon with outflow struts caught at the distal strain relief outside of the torn liner. The full length of the liner appears torn. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system and esheath IFU, procedural training manual and device preparation training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of inability to advance through sheath and liner punctured were confirmed through imaging evaluation. However, as the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, "when pushing the delivery system with the valve through the esheath, the operator noticed that the esheath had split -- the nose cone of the delivery system was still inside the esheath and the proximal part of the delivery system was still within the esheath, however, the valve had pushed through the sheath and could no longer be pushed forward". Imaging evaluation showed the liner tore while navigating the delivery system through the sheath around the bifurcation. Bends in the anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. The delivery system with crimped valve can potentially catch on the liner of the sheath causing it to tear. Once torn, the resistance experienced was likely a result of the loss of sheath integrity inhibiting further tracking though the anatomy. In this case, available information suggests patient factors (tortuosity) and procedural factors (valve caught on liner) contributed to the liner puncture, and procedural factors (liner torn) contributed to the resistance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve (inside a pre-existing surgical valve) via transfemoral approach, the esheath plus went up with no issues. The valve and delivery system were prepped appropriately. When pushing the delivery system with the valve through the esheath, the operator noticed that the esheath had split. The nose cone of the delivery system was still inside the esheath and the proximal part of the delivery system was still within the esheath, however, the valve had pushed through the sheath and could no longer be pushed forward. The decision was made to remove everything from the patient - in doing so, everything was removed successfully; however, the valve did stick to the patient's anatomy at the access site. Using a scalpel the operators were able to make space to remove the valve and the remaining delivery system successfully, but a cutdown would be necessary to ensure proper closure of the vessel. The second delivery system went up with the valve with no issues and the valve was placed in the surgical valve. The patient is alive and recovering. No other information was provided about the patient's history. The device will not be returned for examination as it is against hospital policy.

Manufacturer narrative:
The investigation is ongoing. Although there was a cutdown to remove the devices, there was no patient injury.against hospital policy to return.